Event description:
It was reported that the led of the power load system does not turn green to indicate that the cot has been locked into the system for transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the foot end indicator led lights would stay amber and not turn green. The cot would still fasten to the system for transport even though the visual indication system was not functioning. The operations/maintenance manual also states to check that the cot is secured in the powerload system by firmly moving the cot foot end back and forth to ensure that the cot is secured in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the led of the power load system does not turn green to indicate that the cot has been locked into the system for transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.